Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result evaluation summary it cannot be repaired because it is an accessory. A new replacement was carried out.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. Site scrapped device.

Event description:
The screw thread of the o-g11 is discolored and defective. This event occurred at the time of before use. There was no report of patient harm.